Event description:
It was reported that the impedance has been rising steadily over the last 6 weeks to nearly 2200 ohms. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Four - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012 02:15:03 and (B)(6) 2010 02:15:02. Weekly pace impedance trend data shows an increase for min and max rv pace = 872 to 2544 ohms peak between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the impedance has been rising steadily over the last 6 weeks to nearly 2200 ohms. The device is remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.